Event description:
Event description guidant received information that the pacemaker dependant patient with this pacemaker presented to the hospital with syncope. An initial evaluation noted intermittent loss of capture and a drop in the patient's rate to 40ppm, while performing isometrics.